Event description:
Reported event: staples jamming. No patient harm reported; a new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot#73b2200288 investigation did not show issues related to the complai nt. Teleflex will continue to monitor and trend related events.